Event description:
Pt is an 81 yo female with a history of coronary artery disease. Pt had two pacemakers, one (l subclavian) installed in 1989, and the other (r subclavian) installed in 1995. These were installed at another facility. Pt was seen in physician's office with complaints of dizziness, unsteady gait, and lightheadness of several days' duration. She was also experiencing irregular heartbeat. An EKG was performed at the physician's office, which showed atrial fib rhythm with a variable ventricular rate. Pt also experienced one episode of prolonged bradycardia during testing. The l subclavian pacemaker (a demand pacemaker) did not capture and trigger a response during the bradycardic episode. Pt was admitted to hosp on 11/20/97 with probable pacemaker malfunction. On 11/24/97, pt underwent removal of both pacemakers, and implantation of a new dual chamber pacemaker in the r subclavian. During procedure the old dual chamber pulse generator leads were transected in the r subclavian, and the leads were capped, then connected to the new pulse generator. Following this, the pulse generator in the l anterior chest was excised, the lead was transected and the lead was capped. The pt underwent the procedure without complications, and was subsequently discharged on 11/26/97. Follow up indicated problem was with lead not specific as to which one 4058m or 5024m. Pt had experienced no pacing, poor sensing, and poor capture along w/dizziness, lightheadedness, etc. Pt was known to have a-fib. The sys implanted in 1989 and replaced in 1995 was non functional as the battery had been depleted in 1995. That sys was removed at this (11/24/97) implant also.